Manufacturer narrative:
(B)(4). Please note this report was initially submitted on 12 august 2015. However due to an error with the FDA gateway it was not accepted. Method: the front fascia and valve system of the complaint rd900 neopuff resuscitator were returned to fph in (B)(4) for evaluation. The returned fascia and valve system were visually inspected and performance tested. Results: visual inspection revealed that the elbows were not glued to the gas inlet and outlet ports. The elbows form a tight seal with the gas inlet and outlet ports therefore the returned components passed the performance test specified in the neopuff technical manual and was able to deliver the set pip and peep. The customer also reported that the manometer reading was correct. A lot check revealed no other complaints of this nature for lot 120203. Conclusion: based on the inspection carried out the elbows were not glued to the gas inlet and outlet ports however the neopuff's ability to deliver the set pip and peep was not affected. All neopuff units are visually inspected and performance tested before leaving the production line and those that fail are rejected. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when dropped or subjected to considerable external force. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient."

Event description:
A distributor in (B)(6) reported that the gas inlet and outlet ports were loose on a rd900 neopuff infant resuscitator. They further reported that the pressure displayed on the manometer was correct. No patient consequence was reported.